Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 69 mg/dl and treated with food. Customer reported that the auto mode was automatically delivering insulin at the time of incident. Customer believed that the insulin pump was over delivering insulin without user input. Customer reported that the reservoir was showing less insulin than what was shown on the status screen. After troubleshooting, customer was advised that the insulin pump would need to be replaced. Insulin pump and reservoir is expected to be returned for failure analysis.